Event description:
It was reported the analyzer was being used on a patient when the atrial channel did not work. There was no sensing or pacing. The ventricular channel was used to analyze the atrial lead. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all functional and systems tests. Pacing and sensing operation was normal. A pin on the patient input connector was observed to be damaged; however, this did not affect the operation of the unit.